Event description:
It was reported that, in a mock case, when they attempted to unlock the long attachment to place the burr. The real intelligence robotic drill did not make its usual sound, instead it was a shorten version that repeated itself a few times. A prompt then showed up ¿system fault - communication error¿, they pressed the only option: quit. Immediate after, another prompt showed - ¿warning, internal error¿ . After rebooting and waiting for ten minutes , another prompt appeared - ¿system fault - critical error¿. They rebooted it once more and did not get the ¿system fault¿ error again. No attempts were made to test that same handpiece. The other two handpieces worked with no prompts showing. Additionally, they ran a diagnostic a they received a drill critical error message. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6). , intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.